Event description:
It was reported that during implant, the physician was unable to deploy the lead active fixation mechanism. The lead was not implanted, and a new lead replaced it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.